Event description:
It was reported that the patient¿s coronary sinus (cs) lead exhibited high capture threshold. During the procedure, fluoroscopy was performed and the cs lead was partially explanted, with the distal portion abandoned within the patient¿s body and a different lead was implanted in the left bundle branch (lbb) area. The patient¿s condition remained stable.